Manufacturer narrative:
Patient 2 is an infant.

Event description:
Three patient samples with discrepant results, only 2 examples provided. Patient 1, initial phosphorous result 11.4 mg/dl. The sample was repeated three days later, and gave result of 4.2 mg/dl. Patient 2, initial total bilirubin result 2.1 mg/dl, same sample repeated three days later gave result of 12.0 mg/dl. Initial results were reported, patients not adversely affected. The field service representative determined there was a mechanical failure of the water pump. The instrument was repaired.